Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer's blood glucose was 215 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. It was found the customer received a failed battery test alarm at the end of troubleshooting. The customer also reported a battery out limit alarm occurred prior to the failed battery test alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.